Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file does not contain further instances/ related events of the reported event. As no product could be returned, a thorough evaluation of the device could not be carried out. An image provided shows all indicator lamps solidly illuminated. This confirmed a relationship between the event and the device. The device was intended for use in treatment. It was reported that all indicator lights were solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. A clinical investigation concluded; 'per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Based on the information provided, the procedure completed using a standard dressing. However, there is no information regarding whether there was any delay. Since no other complications were reported, no further clinical/medical assessment is warranted at this time.' The users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device. The associated risk file contains the reported event. We have not been able to identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during use, all lights of pico 14 were on and won¿t turn on, the procedure was completed using standard dressing; there is no information regarding if there was any delay. No other complications were reported.